Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up and the user was not receiving a live image on flex vision pc. The biomed has replaced a wrong part the image processing pc (ippc) but this did not resolve the problem. Upon trouble shooting rse found the cause of the problem was bad video splitter. Customer replaced the ippc video splitter. After replacement system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.